Event description:
Procedure type: tep totally extraperitoneal. According to the rptr: during the procedure, a little piece of the trocar fell into the cavity. The piece was discovered on time, it was retrieved and no piece was left behind in the pt. There was no pt injury.

Manufacturer narrative:
(B) (4).